Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
Dr (B)(6), a cardiologist, called into emergency support program line to request for assistance with a fiber-optic sensor failure alarm on a cardiosave during use. Dr (B)(6) denied any kink or fold in the fo cable and stated that he had already unplugged and re plugged the fo sensor cable once before. Esp team asked him to repeat the step, verifying that it was arrow to arrow and seated appropriately. Esp team then reviewed the steps to transition from fo to transducer as the pressure source. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields b4 d9 g3 g6 h2 h3 h6 type of investigation investigation findings investigation conclusions h11 the iab was returned with the membrane completely unfolded and blood on the exterior and interior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. A kink was found on the sheath tubing near the middle. Underneath the sheath a kink was observed on the catheter tubing and inner lumen approximately 645 cm from iab tip. The optical fiber was found broken at this location. Additionally two kinks were observed on the catheter tubing approximately 373 cm and 439 cm from iab tip. The optical fiber was found to be broken confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as nonconforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend increase in number of complaints over past three months. Based on the rational provided above no escalation to the CAPA process is required.

Event description:
N/a.